Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit had continual air flowing through the cardioplegia (cpg) lines. The device was not changed out, as the unit functioned normally other than the air. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Per the clinical assessment from (B)(6) 2014: water flow was provided to the cardioplegia delivery device, but the pressure and water flow would have been less than usually experienced. This could have prolonged the cardioplegia dose or the target cardioplegia temperature could have been less than expected. The case was completed successfully without delay of the surgical procedure and without associated blood loss. There was no harm observed or reported. The cooler heater unit was not changed out. The cooler unit was pulled from service after the case. All external connections were checked, but still air in lines. The field service rep (fsr) confirmed the reported complaint. The fsr disassembled the unit and found loose connections at cardioplegia (cpg) pump head. The fsr secured the fittings and ran the unit. Cpg now runs with no air in the line. The fsr completed testing and reassembled the unit. The unit operated to MFR specs and was returned to clinical use. No parts will be returned to the MFR. If add'l info becomes available on this complaint that would after the facts and/or conclusion, a supplemental report will be filed accordingly.